Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent a heart transplant a month prior. The patient had an implantable cardioverter defibrillator (ICD) system in the right subclavicular location which was noted to be infected. Debridement was performed with no improvement, therefore the decision was made to proceed with implantation of a new system on the left side. Multiple attempts were made to access the left axillary vein, however complete occlusion was observed via contrast. At this time, the decision was made to abandon the procedure and the left pocket was closed. The right side was then approached again and the previous suture sites were removed. The pocket was exposed and purulent discharge was noted. The device was removed from the patient and the leads were removed from the device. The right side pocket was cleansed and extensive debridement was performed. The pocket was then closed and a drain was connected. As the patient had intrinsic sinus rhythm and was hemodynamically stable, the decision was made not to proceed with a new system at that time. A new pacemaker system was implanted approximately six weeks later. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent a heart transplant a month prior. The patient had an implantable cardioverter defibrillator (ICD) system in the right subclavicular location which was noted to be infected. Debridement was performed with no improvement, therefore the decision was made to proceed with implantation of a new system on the left side. Multiple attempts were made to access the left axillary vein, however complete occlusion was observed via contrast. At this time, the decision was made to abandon the procedure and the left pocket was closed. The right side was then approached again and the previous suture sites were removed. The pocket was exposed and purulent discharge was noted. The device was removed from the patient and the leads were removed from the device. The right side pocket was cleansed and extensive debridement was performed. The pocket was then closed and a drain was connected. As the patient had intrinsic sinus rhythm and was hemodynamically stable, the decision was made not to proceed with a new system at that time. A new pacemaker system was implanted approximately six weeks later. No further patient complications have been reported as a result of this event.